Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a consumer on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (local reference (B)(4)). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy in (B)(6) 2009 to extenuate her natural high cheekbones and fill her marionette and laugh lines. The doctor injected her chin, below her bottom lip, each side of her nose and all of her face including the contours, corner of the eyes, temple and under the bone structure around the face. On an unknown date, the patient noted that she had "piglet cheekbones", one nostril and nasal passage that are smaller than other, an indented scar chin with droopy bottom lip, and sagging heavy face skin that hangs over her facial bone structure. The poly-l-lactic acid did not fill the marionettes, laugh lines or the crow's feet. So, she recently had to pay extra to have them filled, which has hardened, so now she has two "long huge" hard nodules beginning at the corners of her mouth down to her chin, and a long hard nodule from corner of her eye to the middle of her cheek (the same side as the damaged nostril). The patient feels she now looks so much older and also now has jowls and facial hair growing rapidly; most of it is on and under her chin and the whole contour of her face. The patient was upset and angry as she was sure the practitioner had injected it in the wrong places and has used too many treatments for her small petite face. Relevant medical history and concomitant medication information were not mentioned. Action taken - unknown. Corrective treatment: the patient had the lines refilled with an unknown medication. Corrective treatment for other events: unknown. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4).